Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. This emdr represents the bd mesh - composix l/p (device 1). An additional supplemental emdr was submitted to represent the bd ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device 1) and ventrio mesh (device 2). Per operative notes, ¿a right upper quadrant incision was made and carried down to the fascia. Hernia sac was dissected out. A large composix l/p mesh (device 1) was placed in the defect and tacked with absorbable tackers. A ventrio mesh (device 2) was placed in the midline designed for the midline incision and tacked with tackers.¿ (B)(6) 2013 - patient was diagnosed with infected mesh with small bowel fistula thereby underwent open repair with implant of allomax mesh (device 3) and explant of composix l/p mesh (device 1) and ventrio mesh (device 2). Per operative notes, ¿a midline incision was made. Small bowel fistula was removed. Previously placed infected composix l/p mesh (device 1) and ventrio mesh (device 2) were removed entirely. A allomax mesh (device 3) was placed in the defect and secure it with sutures.¿